Manufacturer narrative:
E1: (B)(6) hospital. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic procedure, the probe was damaged and fell into the patient, and was retrieved. The physician was unable to determine whether all the parts were completely retrieved, and the procedure was completed using another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections to the previously submitted report. Corrected fields: b5 and h6 component code. Updated fields: h2, h3, and h6. The device was returned to olympus for inspection. The product analysis confirmed one of the two customer-reported events, specifically the falling off of the tissue pad. The second reported event, a remaining tissue pad in the body, was not confirmed during product analysis. Based on the results of the investigation, it is likely that the following led to the malfunction: the event was caused by excessive wear of the tissue pad due to output activation while grasping no tissue, which led to partial peeling and subsequent detachment olympus will continue to monitor field performance for this device.

Event description:
During a therapeutic procedure, the tissue pad was damaged and fell into the patient, and was retrieved. The physician was unable to determine whether all the parts were completely retrieved, and the procedure was completed using another device.